Event description:
The iab leaked back into the pump. The dr was unable to remove the iab. The iab was entrapped. The following was reported to datascope on 3/30/98: the iabp alarmed "check iab catheter". The catheter was checked and humidity was noted in the tubing but no blood was noted. The assist button was pressed and balloon pumping was restored. Within 3 mins, the alarm sounded again and the pump was put on stand-by. The autofill cycle was then initiated. Blood was then noted in the catheter tubing. No blood back alarms sounded from the pump. It was unk if there was any pt injury or complication as a result of the event. [Event complications]: entrapped/surgically removed-reported 2/20/98. [Pt's current status]: unk-2/20/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. Although it was reported that difficulty was encountered removing the iab from the pt, the physical evidence is not consistant with that of an iab which became entrapped and needed to be surgically removed from the pt. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the med community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature and has been experienced by users of intra-aortic balloons. We therefore urge the user, as we have in our instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, you would be well advised to call for a vascular consultation, as was done in this case.